Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, technical support was contacted to review the session records for myopotential oversensing episodes. The oversensing appears to have resulted in inappropriate atp and bradycardia. Isometric tests were performed in follow-up and the oversensing could be reproduced. The device was reprogrammed to avoid future events. The patient was in stable condition.